Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-02363, -02364, -02365. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for the item/lot.

Event description:
Allegedly the patient was walking through the school when his stem fractured into two pieces at the neck/stem junction (right hip).